Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke in the patient's left thigh (fixation of the labia majora on the left thigh for a prolapse). The surgeon decided to let the needle piece remain in-situ (natural migration) instead of searching and creating a large scar.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.